Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The instrument was connected to a gen11 past the pre-run test. While testing the hand activation function, the min hand activation button remained activated (continuous activation) after the button was released. This occurred while compressing the button on the side of the instrument. No conclusion can be reached as to what may have caused the buttons continuous activation. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It has been reported that during an unknown procedure, it was difficult to press the trigger. The device was working only one time out of two with difficulties. No harm to the patient. The procedure was completed using another device.